Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacture date- corrected data: the initial report inadvertently listed "na" as the manufacture date.

Event description:
Diagnostics from the day of the explant surgery were obtained. Diagnostics prior to the generator and lead replacement show that the current was not being delivered with a dc/dc = 7. Following the full revision diagnostics were normal with an impedance value of 1478 ohms. Attempts for additional information have remained unsuccessful.

Event description:
The explanted products were returned on (B)(6) 2012 and product analysis has been completed. The generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis on the lead was completed on (B)(6) 2012. A section of the lead assembly was returned for analysis in one piece. A significant portion of the lead (including the lead's electrodes) was not returned for evaluation. The lead assembly has remnants of what appear to be dry body fluids inside the inner silicone tubing of the lead coils; however no openings in the insulation, besides the cut end was identified. No breaks were identified during pa. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a significant portion of the lead (including the electrode array portion) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Information was also received from the surgeon's office indicating that during surgery a break was not identified, however the surgeon noted corrosion on the lead. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the patient's treating neurologist indicating that the high impedance was first observed on (B)(6) 2011, and there were no adverse events related to the impedance. No other information was provided. The patient underwent a full revision on (B)(6) 2012. During the revision it was noticed that the patient's nerve, above the existing electrodes had hypertrophy and was much larger than usual. The cause of the hypertrophy is unknown, as is the relationship of the hypertrophy to vns; however it does not appear that a serious injury has occurred and interventions to preclude a serious injury were not taken. The patient was re-implanted successfully. The explanted products have not yet been returned to the manufacturer for analysis.

Event description:
It was reported that the patient had high impedance on three system diagnostic tests performed on (B)(6) 2011. The patient's generator is not at end of service. No specific diagnostic results were provided the patient has been referred for replacement. Surgery is likely but has not occurred to date. Attempts for additional information are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.